Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost telemetry two times during the implant procedure, and all analyzer data was lost. It was noted that the application crash occurred when the user attempted to click 'close' on a strip picture. The session had to be ended in order to re-interrogate the pacemaker. No patient complications have been reported as a result of this event.